Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that the sleeve of the guidewire was stripped off within the rubicon catheter. This occurred during the removal of the rubicon from the patient's body. No patient injury to report.